Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt). The lead delivered two 35 joule shocks in response to the vt but one of the shocks failed. It is suspected that the patient has high defibrillation thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.